Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the device passed operational specifications. Therefore, the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was "giving error codes e2 and e5". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.